Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was unable to attach the connector to the pump, and customer support guided the patient to check needle alignment and to replace a cartridge due to observed air bubbles; the first connector would not attach, but a second connector was successfully twisted into place, and no alerts or alarms occurred. Symptoms included no injury or adverse clinical effects. Outcomes included restoration of normal device use with troubleshooting and education. Investigation included remote troubleshooting focused on connector engagement, needle alignment, and cartridge preparation. Investigation of this case revealed a connection difficulty that was resolved by replacing the connector, consistent with an isolated connector engagement issue. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface related to connector engagement, resolved through replacement and education.